Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours. The patient developed a rash after wearing the pod on the arm and the patient's blood glucose rose above 250 mg/dl. The patient visited urgent care and was prescribed antibiotic clindamycin 11.5 ml (3 times a day) for treatment. The pod was discarded.